Event description:
The pt checked their blood glucose using the suspect device and obtained a result of 429 mg/dl. Based on the result, pt gave themself insulin. About two hours later pt began to feel light headed, dizzy, nauseous and thirsty. Pt went to the ER and their blood glucose was low. Pt was treated with a glucose IV and retested. Controls were used on the system and they were within range. The suspect device was replaced with new product and then authorized for return to the MFR for eval.